Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain\ pain pelvis') and genital haemorrhage ('excessive bleeding') in a female patient who had essure (batch no. 626277) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included blighted ovum. Previously administered products included for an unreported indication: yaz and yasmin. Concurrent conditions included diarrhea, iron deficiency, low back pain, uterine bleeding, ovarian cyst, cervicitis cystic, benign polyp of uterus, adenomyosis and paratubal cyst (paratubal cyst 1.5 cm, right.). Concomitant products included celecoxib (celexa) and fluoxetine hydrochloride (prozac). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced headache ("headaehes \ head pain"), hypertension ("blood or heart disorder/condition, high blood pressure, anemia"), anaemia ("blood or heart disorder/condition, high blood pressure, anemia") and migraine ("migraines"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) I had heavy bleeding and huge clots"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) I had heavy bleeding and huge clots"), allergy to metals ("allergic or hypersensitivity reaction, metal \ nickel allergy"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue") and menstrual disorder ("abnormal bleeding (vaginal, menorrhagia) I had heavy bleeding and huge clots"). In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2010, the patient experienced tooth disorder ("dental problems"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition, gerd"), neurogenic bladder ("neurological conditions or problems, neurogenic bladder, neuropathy, ms like symptoms"), neuropathy peripheral ("neurological conditions or problems, neurogenic bladder, neuropathy, ms like symptoms") and multiple sclerosis ("neurological conditions or problems, neurogenic bladder, neuropathy, ms like symptoms"). In 2014, the patient experienced fibromyalgia ("autoimmune disorder, fibromyalgia syndrome"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), bladder pain ("pain bladder"), pain in extremity ("pain extremities"), insomnia ("insomnia"), abdominal pain ("abdominal pain"), confusional state ("confusion"), visual impairment ("unusual vision"), pain ("pain with walking"), hypoaesthesia ("tingling and numbness in legs and feet\vaginal numbness"), paraesthesia ("tingling and numbness in legs and feet"), language disorder ("expressive language disorder"), palpitations ("heart palpitations"), ataxia ("motor ataxia"), decreased appetite ("loss of appetite"), gait disturbance ("stumbling") and sensory loss ("loss of feeling in body"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, allergy to metals, fibromyalgia, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, migraine, depression, anxiety, neuropathy peripheral, menstrual disorder, bladder pain, pain in extremity, abdominal pain, confusional state, visual impairment, pain, hypoaesthesia, paraesthesia, language disorder, palpitations, ataxia, decreased appetite, gait disturbance and sensory loss outcome was unknown, the headache, anaemia and insomnia was resolving and the hypertension and neurogenic bladder had resolved. The reporter considered abdominal pain, allergy to metals, anaemia, anxiety, ataxia, bladder disorder, bladder pain, confusional state, decreased appetite, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gait disturbance, gastrooesophageal reflux disease, genital haemorrhage, headache, hypertension, hypoaesthesia, insomnia, language disorder, menorrhagia, menstrual disorder, migraine, multiple sclerosis, neurogenic bladder, neuropathy peripheral, pain, pain in extremity, palpitations, paraesthesia, pelvic pain, sensory loss, tooth disorder, urinary tract disorder, vaginal haemorrhage and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: (per pfs). Result-total bilateral occlusion. (Per mr). Result-obstruction of the fallopian tubes bilaterally secondary to placement of essure device. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record :ms like symptoms, heavy menses, cramping, vaginal numbness, neurogenic bladder, anemia. Most recent follow-up information incorporated above includes: on 25-jun-2019: pfs and mr received: reporters were added. Patient's demographic was added. Lot no. Was added. New events-vaginal bleeding, menorrhagia, fibromyalgia, bladder problem,urinary problems,high blood pressure, anemia, dental problems, dysmenorrhea,dyspareunia, fatigue, gerd, migraines, neurogenic bladder, neuropathy, ms like symptoms; nickel allergy,depression, anxiety,vaginal numbness, huge clots, bladder pain, extremities pain, genital bleeding, abdominal pain, confusion, unusual vision, pain with walking, tingling and numbness in legs and feet, loss of appetite, insomnia, expressive language disorder, heart palpitations, motor ataxia, stumbling, loss of feelings in body were added. Concomitant drugs & conditions were added.historical drugs were added. Lab test was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain\ pain pelvis') and genital haemorrhage ('excessive bleeding') in a female patient who had essure (batch no. 626277) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blighted ovum. Previously administered products included for an unreported indication: yaz and yasmin. Concurrent conditions included diarrhea, iron deficiency, low back pain, uterine bleeding, ovarian cyst, cervicitis cystic, benign polyp of uterus, adenomyosis and paratubal cyst (paratubal cyst 1.5 cm, right.). Concomitant products included celecoxib (celexa) and fluoxetine hydrochloride (prozac). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced headache ("headaehes \ head pain"), hypertension ("blood or heart disorder/condition, high blood pressure, anemia"), anaemia ("blood or heart disorder/condition, high blood pressure, anemia") and migraine ("migraines"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) I had heavy bleeding and huge clots"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) I had heavy bleeding and huge clots"), allergy to metals ("allergic or hypersensitivity reaction, metal \ nickel allergy"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue") and menstrual disorder ("abnormal bleeding (vaginal, menorrhagia) I had heavy bleeding and huge clots"). In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2010, the patient experienced tooth disorder ("dental problems"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition, gerd"), neurogenic bladder ("neurological conditions or problems, neurogenic bladder, neuropathy, ms like symptoms"), neuropathy peripheral ("neurological conditions or problems, neurogenic bladder, neuropathy, ms like symptoms") and multiple sclerosis ("neurological conditions or problems, neurogenic bladder, neuropathy, ms like symptoms"). In 2014, the patient experienced fibromyalgia ("autoimmune disorder, fibromyalgia syndrome"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), bladder pain ("pain bladder"), pain in extremity ("pain extremeties"), insomnia ("insomnia"), abdominal pain ("abdominal pain"), confusional state ("confusion"), visual impairment ("unusual vision"), pain ("pain with walking"), hypoaesthesia ("tingling and numbness in legs and feet\vaginal numbness"), paraesthesia ("tingling and numbness in legs and feet"), language disorder ("expressive language disorder"), palpitations ("heart palpitations"), ataxia ("motor ataxia"), decreased appetite ("loss of appetite"), gait disturbance ("stumbling") and sensory loss ("loss of feeling in body"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, allergy to metals, fibromyalgia, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, migraine, depression, anxiety, neuropathy peripheral, menstrual disorder, bladder pain, pain in extremity, abdominal pain, confusional state, visual impairment, pain, hypoaesthesia, paraesthesia, language disorder, palpitations, ataxia, decreased appetite, gait disturbance and sensory loss outcome was unknown, the headache, anaemia and insomnia was resolving and the hypertension and neurogenic bladder had resolved. The reporter considered abdominal pain, allergy to metals, anaemia, anxiety, ataxia, bladder disorder, bladder pain, confusional state, decreased appetite, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gait disturbance, gastrooesophageal reflux disease, genital haemorrhage, headache, hypertension, hypoaesthesia, insomnia, language disorder, menorrhagia, menstrual disorder, migraine, multiple sclerosis, neurogenic bladder, neuropathy peripheral, pain, pain in extremity, palpitations, paraesthesia, pelvic pain, sensory loss, tooth disorder, urinary tract disorder, vaginal haemorrhage and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: (per pfs) result-total bilateral occlusion. (Per mr) result-obstruction of the fallopian tubes bilaterally secondary to placement of essure device. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record :ms like symptoms, heavy menses, cramping, vaginal numbness, neurogenic bladder, anemia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and headache ("headaches"). The patient was treated with surgery (to remove the essure implant.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and headache outcome was unknown. The reporter considered headache and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.